Event description:
According to contact, when using the brush, the system broke off into the pt's lung. This could be seen on a monitor. The respiratory therapist retrieved approximately six-eight inches of wire from the lung. Everything was retrieved from the pt with biopsy forceps. The staff suspects the brush may have been broken before use on pt. The wire had a bend in it. Only same lot samples being returned.